Event description:
An (B)(6) male patient with a pre-existing condition of juxtarenal aaa and bi lat common iliac aneurysms had a complex aaa repair (evar), which involved a 3 vessel fenestrated proximal piece, distal bifurcate piece, 2 x custom iliac branch devices, and a single zenith iliac leg graft with spiral-z technology bridging limb on the right side. The left side customer piece was designed to land and seal in the ipsilateral limb of the distal bifurcate piece. Patient had an endoleak at follow up and the doctor was concerned that the spiral-z limb had a segment without stent reinforcement. On close inspection, he felt the stainless steel sealing stents were obviously there, but he felt the spiral nitinol segment only wrapped around the body twice, to just below the ideal overlap gold marker. After the second "coil", there appeared to be a larger than normal segment with no stent reinforcement until the distal stainless steel sealing stent. This is his product complaint. Apart from the successfully deployed graft, no part of the device remained inside the patient. The patient was brought back to theatre at a later date and the spiral-z limb was relined with another spiral-z limb. This improved the proximal and distal sealing zones however a leak from elsewhere continued. The surgeon was still concerned that the original spiral limb had what appeared to be a larger than normal segment without stent reinforcement. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.